Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is not sure whether or not he took his readings correctly and wants to know if his meter is damaged because the reading is the same from the night before. At the time of the incident, the customer's blood glucose was 45 mg/dl. His current blood glucose is 56 mg/dl. The customer stated that he treated with a glucose shot and glucose liquid tablet. During low blood glucose troubleshooting, he stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returning for analysis.